Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and boot up was successful. Functional testing was performed and passed all relevant testing. Pairing test with (B)(6) device was performed and passed. The share data log was reviewed and no loss of connection was observed within the investigative window. The reported customer complaint was not confirmed. The allegation was not confirmed because the device passed the lab pairing test and no relevant issues were found within the investigation window. The reported allegation was not found.